Event description:
It was reported that the epiq cvx ultrasound system displayed an error message during an laao (left atrial appendage occlusion) watchman procedure with the verisight pro catheter. The procedure was able to be completed after the system was rebooted two times and a new catheter was connected. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.